Event description:
It was reported that system failure was observed. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history report (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seal was intact. The investigation found the device had cracked top case. The pump event history showed a force sensor test error in the error history log (ehl). The evaluation was performed, and the reported issue was duplicated, power on pump process, check diagnostics menu to see if force sensor is functioning and found contamination and fluid ingression in plunger assembly. The root cause of the reported issue was due to use error. The technician replaced the plunger assembly (right and left plunger cases, right and left timing plates, timing springs(x2), push block, gear cam, plunger float, force sensor, plunger head mount, plunger pcb board, plunger cable, dowl pin, square shaft, o-ring, plunger tube, plunger case seal). The device passed all functional and delivery tests.